Manufacturer narrative:
(B)(4). The patient had blood in her urine, suffered from several urinary tract infections, dyspareunia, and mesh erosion, and had surgery to remove bladder stones on the mesh in (B)(6) 2009, (B)(6) 2010 and (B)(6) 2011. (B)(4). Dyspareunia, bladder stones.

Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrent with cystoscopy; due to stress urinary incontinence with urethral hypomobility, and cystocele. It was reported that the patient underwent mesh revision on (B)(6) 2009 during laser ablation of bladder stones. It is reported that the patient underwent a cystolithopexy on (B)(6) 2010 for bladder stone with mesh erosion. It was reported that the patient underwent cystoscopy on (B)(6) 2011, for eroded mesh with hematuria. It was reported that the patient underwent cystoscopy on (B)(6) 2011 for a small calcification in the bladder, urethral erosion and mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.